Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) needle used was broken in the abdomen [needle issue]. The fasting blood glucose was 10 mmol/l, and the post-prandial blood glucose was 17-20 mmol/l [blood glucose increased]. The needle was changed after using 2-3 times [multiple use of single-use product]. Case description: this serious spontaneous case from china was reported by a consumer as "needle used was broken in the abdomen (needle broken)" beginning on (B)(6) 2022, "the fasting blood glucose was 10 mmol/l, and the post-prandial blood glucose was 17-20 mmol/l (blood glucose increased)" with an unspecified onset date, "the needle was changed after using 2-3 times (needle reusage)" with an unspecified onset date, and concerned a 72 years old female patient who was treated with novofine 8mm (30g) (needle) from unknown start date for "type 2 diabetes mellitus", , novolin 30r penfill (insulin human) suspension for injection, 100 iu/ml (dose, frequency & route used - unk) from unknown start date for "type 2 diabetes mellitus". Patient's height: 160 cm. Patient's weight: 65 kg. Patient's bmi: 25.390625. Dosage regimens: novofine 8mm (30g): novolin 30r penfill: current condition: type 2 diabetes mellitus for 40 years. On the morning of (B)(6) 2022, after the patient injected novolin 30r penfill insulin on the abdomen, using the novofine 30g 8 mm needle, the needle was found broken during injection in the abdomen. The patient was taken to local hospital for treatment, and CT examination was performed. As per which it was found that the broken needle was at the navel, and the abdomen was surgically incised, but no needle was found. It was reported that the doctor suggested the patient to observe the condition and have regular check-ups. It was reported that the patient changed the needle after using it for 2-3 times (needle reusage). On an unknown date, patient's fasting blood glucose level was 10 mmol/l, and the post-prandial blood glucose was 17-20 mmol/l. Batch numbers: novofine 8mm (30g): 15003y-1. Novolin 30r penfill: asku. Action taken to novofine 8mm (30g) was not reported. Action taken to novolin 30r penfill was not reported. The outcome for the event "needle used was broken in the abdomen(needle broken)" was not reported. The outcome for the event "the fasting blood glucose was 10 mmol/l, and the post-prandial blood glucose was 17-20 mmol/l(blood glucose increased)" was not reported. The outcome for the event "the needle was changed after using 2-3 times (needle reusage)" was not reported. Preliminary manufacturer's comment: (B)(4) 2022: a 72 year old elderly patient, while administering novolin 30r using novofine 8mm (30g) needle, the needle was found broken in the abdomen. Needle re-usage and elderly age are risk factors for needle breakage and subsequent needle injury. Batch number of the needle is unavailable for batch trending or reference sample analysis. No conclusion is reached.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) needle used was broken in the abdomen [needle issue] needle used was broken in the abdomen [injury associated with device] the fasting blood glucose was 10 mmol/l, and the post-prandial blood glucose was 17-20 mmol/l [blood glucose increased] the needle was changed after using 2-3 times [multiple use of single-use product] case description: this serious spontaneous case from china was reported by a consumer as "needle used was broken in the abdomen(needle broken)" beginning on (B)(6) 2022, "needle used was broken in the abdomen(needle injury)" beginning on (B)(6) 2022, "the fasting blood glucose was 10 mmol/l, and the post-prandial blood glucose was 17-20 mmol/l(blood glucose increased)" with an unspecified onset date, "the needle was changed after using 2-3 times(needle reusage)" with an unspecified onset date, and concerned a 72 years old female patient who was treated with novofine 8mm (30g) (needle) from unknown start date for "type 2 diabetes mellitus", , novolin 30r penfill (insulin human) from unknown start date for "type 2 diabetes mellitus". It was reported that the doctor suggested the patient to observe the condition and have regular check-ups and that there is a risk in the future if the needle is not removed. It was also reported to be a minor accident. The outcome for the event "needle used was broken in the abdomen(needle injury)" was not yet recovered. Investigational result updated novofine 30g 0.3*8mm, batch number: 15003y-1 no conclusion can be made without the sample or a valid batch number. The reported batch number is not valid. The product was not returned for examination. Novolin 30r penfill, batch number: unknown no investigation was possible, because neither sample nor batch number was available. Since last submission following information was updated: outcome updated for needle injury. Narrative updated accordingly with the follow-up additional information. Final manufacturer's comment: on 30-nov-2022: the suspected device novofine 30g (8mm) needle has not been returned to novo nordisk for investigation. Batch number of the needle is unavailable for batch trending or reference sample analysis. Needle re-usage and elderly age are risk factors for needle breakage and subsequent needle injury. With the available limited information, it is not possible to identify a clear root cause in relation to functionality of novofine 30g needles. H3 continued: evaluation summary novofine 30g 0.3*8mm, batch number: 15003y-1 no conclusion can be made without the sample or a valid batch number. The reported batch number is not valid. The product was not returned for examination. If possible, please forward the reported product(s) for further investigations.